Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/05/2023, it was reported by a sales representative via sems-06022345 that an ar-8973ds fibulock® implants k-wires are weak. This was discovered during a case on 08/25/2023, that the 1.6 k wires in the fibulock implant system kit were very flimsy and easily malleable. The case was able to be completed, but the surgeon had some difficulty and was concerned about how weak the k wires were.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.